Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during unpacking of the rapid exchange biliary stent system, a tear was noticed in the packaging of the stent system rendering the sterile barrier compromised. There were no reported visible damages to the outer shipping box or the device. There was no patient involved.